Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial broke during the range of motion testing. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of use and cracked. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to wear and tear resulting from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.